Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+1.5/072 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2021. The surgeon reports excessive vault. On (B)(6) 2021 iridectomies were performed and the vault improved. The cause of the event is reported as unknown.